Event description:
It was reported that pss received a call from an mdt clinical specialist stating that the patient's caregiver notified them that over the weekend, the therapy didn't seem to be working, so they took the patient to the hospital to be checked out. The caregiver interrogated the implanted neurostimulator ins with the patient programmer pp and got an error message that believed it was either 508 or 596. The caller said the message attached to the error code indicated the therapy was not being delivered or turned off. They confirmed not seeing an eri or eso message. The caller was not with the patient to perform additional troubleshooting steps. The caller noted that the caregiver usually checks the implanted system weekly and indicated that when they checked the system the week before, it did not seem like the ins batteries were dead. The caller also stated that because of the symptoms, it seemed like the patient was not getting therapy. The employee indicated that no falls were reported. Pss redirected the patient to hcp to further investigate the issue.

Manufacturer narrative:
Continuation of d10: product ID 37603 serial# (B)(6). Implanted: (B)(6) 2021. Product type implantable neurostim ulator medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the ins (s/n (B)(6)) revealed no output or telemetry on the implantable neurostimulator (ins) and determined normal battery depletion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.